Manufacturer narrative:
The manufacturer did not receive explanted devices, x-rays , or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be fully ascertained from the information provided, the common clinical presentation and information provided however suggest that this case is related to an off label use and an not conforming implantation according to the description in the surgical technique of the device. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient had a surgery using a resurfacing implant. X-rays taken after the implant surgery indicated that the cup was positioned at an abduction angle of over 70 degrees.